Event description:
Complainant alleged that while attempting to cardiovert a pt, the electrode cable disconnected from the electrode pad when applied to the pt's back. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is complete.